Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pacemaker and atrial lead exhibited episodes of noise. Programming changes were made. The patient was stable.